Event description:
It was reported that the sonopet console was being used in a procedure when the suction power would not change in intensity when the settings were adjusted. This occurred during a product demonstration by a manufacturer's sales representative, there was no associated procedure or patient involvement. There were no user injuries or adverse consequences.

Event description:
It was reported that the sonopet console was being used in a procedure when the suction power would not change in intensity when the settings were adjusted. This occurred during a product demonstration by a manufacturer's sales representative, there was no associated procedure or patient involvement. There were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of continuous suction and was duplicated and confirmed during service evaluation. During service it was also found the console had an out of specification suction setting requiring adjustment. Based on trending the failure of out of specification suction can be due to a high factory setting. The device was repaired and returned to the customer.

Manufacturer narrative:
The device has not been received at the manufacturer for evaluation. A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.